Event description:
Placed in sling to be weighed 3 staff members assisting. While suspended for weight, resident had muscle spasms involving lower body, became rigid and slid out sling. He hit the floor striking back on left base.